Manufacturer narrative:
The device history record (DHR) for the lot shows no issues were found in samples inspected. There were twelve samples returned with this complaint. The samples were visually inspected, and particulates were seen on the hub. Most of the particulates looked like fibers. The reported condition of particulates on the hub was confirmed. No inclusions were seen. The exact root cause of the particulates could not be determined based on available information. The investigation found no evidence of a systemic issue with the manufacturing process or product. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports a small, dark colored particulate of fiber or lint was found on the needles.